Event description:
The consumer reported two (2) false positive results via social medial with the binaxnow covid-19 ag self-test on an unknown date. This report is for result two (2) of two (2). The consumer reported that they "went to be tested" and the results were negative. Location and testing platform was not reported. No further information was reported. Additional information was unable to be obtained due to no contact information having been provided.

Manufacturer narrative:
B3: event date is an approximation. Investigation summary: the customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.

Event description:
The consumer reported two (2) false positive results via social medial with the binaxnow covid-19 ag self-test on an unknown date. This report is for result two (2) of two (2). The consumer reported that they "went to be tested" and the results were negative. Location and testing platform was not reported. No further information was reported. Additional information was unable to be obtained due to no contact information having been provided.

Manufacturer narrative:
Event date is an approximation. The investigation is ongoing and a supplement report will be sent upon completion. Single use device, discarded.